Manufacturer narrative:
(B)(6) h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump had a system fault. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
D9: product return date "18-jun-2024." H3: one pump was returned for analysis in used condition. Review of the event history log had no applicable evidence. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was able to replicate the customer reported an issue. Error code 112 was identified due to a probable intermittent motor. The motor was replaced.